Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 157 mg/dl. Customer reported that there was hospitalization last (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 588 mg/dl. Customer stated that she was vomiting since early morning hours and was getting flu. Customer stated that she received no delivery alarm and multiple bent cannulas. Customer was not in an accident. Customer had diabetic ketoacidosis. Customer was wearing the insulin pump during the 911 call. Troubleshooting was done. Customer was advised to allow the insulin to come to room temperature before filling her reservoir. The customer was advised the infusion sets would be replaced and to call back if issue persists. No further information provided.